Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having a reservoir that leaked when he was changing out the infusion set. The customer stated that he had filled the reservoir with insulin and the reservoir leaked past the o-rings when he pulled down on the plunger. Nothing further was reported.